Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25apr2019. The manufacturer's field service engineer (fse) could not duplicate the reported issue. The manufacturer¿s field service engineer (fse) did perform the performance verification testing with unit passing each test. Fse did notice that the filters were in need of being replaced due to blocking the air flow, fse replaced filters to ensure good air circulation with in unit. The unit successfully passed the required performance verification test.

Event description:
The customer reported 24-volt failure. Screen locked up and unit alarming for 24-volt failure and patient circuit occluded (no circuit on it). The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.